Event description:
It was reported that there was an unk material found inside of the transducer, and the customer did not use the device. Me tried to remove the unk material and broke the three way stop cock above the sensor. No pt complications were reported.

Manufacturer narrative:
Device not returned.